Event description:
Reference manufacturer report number: 3006705815-2019-02089. Reference manufacturer report number: 1627487-2019-06511. It was reported the patient experienced inadequate stimulation. As a result, the patient had their system explanted.